Manufacturer narrative:
G3. Date received by manufacturer 12/29/2020. Claim# (B)(4).

Manufacturer narrative:
G3 - follow up#1 date recieved by manufacturer - 28-jan-2021. G3 - follow up#2 date recieved by manufactturer - 23-jul-2021. Claim# (B)(4).

Manufacturer narrative:
Additional information: h3- device evaluation: lens was returned dry in a micro centrifuge vial with residue. Visual inspection found the haptic bent and deformed with foreign residue on the lens. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.1mm, vicmo12.1, -10.00 diopter, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2020. The lens was removed and replaced within the same surgery due to lens tear/break during injection/delivery into the eye. There was no patient injury and the problem was resolved.